Event description:
I flow received a report stating, flow rate too fast, infused in 6 hours instead of 24 hours. Pump filled with 250mls, medication fortum, flow rate 10ml/hour. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).

Manufacturer narrative:
Sample eval: received one empty and used pump for eval and investigation. The pump was refilled with normal saline solution to the nominal fill volume of 270ml for testing. When the pinch clamp was opened, the pump infused. A flow rate accuracy test was performed and the pump infused within spec. The directions for use (dfu) (1303046, rev. E) contains a caution for underfilling the pump: "cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate". The delivery times provided in the dfu are approximate when pump is filled to a volume other than nominal.